Event description:
During the follow up on (B)(6) 2013, the pacing mode of the subject device was reprogrammed to safer/vvir (rate response activated with both sensors); the pacemaker was re-interrogated and reprogrammed to safer-r. When aida memory data were reviewed, an episode related to the mode switch from aai to ddd had been recorded at 14:10 due to the pause criterion. Reportedly, this episode was due to oversensing (at 8hz) in the atrial channel. Preliminary analysis of the programmer files revealed that the oversensing episode recorded was related to the pacemaker hardware specifications leading to a transient phenomenon which can only occur upon activation of the rate response feature (with mv sensor). Normal behaviour of the sys was observed.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.